Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on and the status indicators are flashing. A device in the fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2012 and operated successfully until (B)(6) 2012. After this multiple manual power-ups were recorded with incomplete data. This could possibly indicate that the battery became depleted and the device did not have enough power to fully record a self-test. Initial testing of the returned device powered up was performed without fault. After being left for 5 minutes the device would not respond with the power button. The device was disassembled for investigation and it revealed traces of contaminate on the printed circuit board. This was traced to the failure of the c10 capacitor. This would explain in the rapid depletion of the battery and resulting fault mode with red led. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.